Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Event description:
Additional information received reported that the patient was still having the "surge" issue and was not able to "get up and work with it." The patient stated "it was good in the beginning" and did not know "why he still had the implant." When the patient lied on his side on the couch he was able to "divert the pain" and "think it was something else," but had been "up and doing a lot of stuff." The patient was supposed to have the device checked, but had not done that yet. The patient had also been trying to adjust his stimulation settings. When the patient changed positions he set it at 2.9 volts, but when he got back into the house to turn it down he noticed it was "4 something" and he could "barely walk" to get back to the house to turn it down. The patient wanted to keep the device in, but needed it to help when he was "up and active" and stated he wanted to turn off adaptive stimulation (ap). The patient was getting shots in his neck and back on the day of the report and was "going in" to make sure that the system was working properly. The patient also had an "appointment" two weeks after the report. The patient stated when he first got the device put in the "fire in his back reduced significantly." The patient wanted to give the stimulation "fair opportunity" to see if he had symptom reduction.

Event description:
It was reported that the patient experienced intermittent stimulation. He had a shocking or jolting sensation and since implant had a surging sensation. The health care professional (hcp) performed an x-ray and the leads were found to be "good." The patient returned to get the "sensor turned on" and reported that it was still surging. A surge was experienced the other night when he rolled over in bed. The device had 2 programs that work the same area and they are on the same level. The patient stated the doctor did not set the programs on the same level. It was noted that the surge was gone when the stimulation was turned down until he was in a different position. The patient was informed that it could take 30 seconds for the device to change depending on posture. The patient stated he would see his hcp for reprogramming.

Event description:
Additional information received reported that the patient would likely have the device removed.